Event description:
Customer reported over infusion of vecuronium, primary drip of 10 mg/d5w 100 ml at 0.1 mcg/kg/min = 4.1ml. A bolus of 0.1 mcg/kg/min given. Twenty minutes after infusion started rate was set and read correctly, the volume infused was 70 ml. This amount should have infused within 7-8 hours at this rate. Patient was over sedated. The infusion was stopped for 4 hours. No medical intervention given, they just "let the med wear off." Nurse reported patient over-breathing at 3:30, then the protocol was restarted. Pump module was changed out, tubing and pc unit remained in use. Although requested, no further patient or event information was available.

Manufacturer narrative:
Data set, pump event log and pc unit event log have been requested for investigation. They have not been received. A follow up report will be submitted if further information is obtained. The pump will remain at the facility pending log review findings.